Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2025. Investigation summary: bd received seven samples for investigation. Unfortunately, the returned samples could not be examined as they were contaminated. A total of 200 retained samples, 100 from each lot number, were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5027324 and 5035605, for the indicated failure mode: clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® k2e (edta) 7.2 mg plus blood collection tubes, an unspecified number of samples exhibited clotting. Patients had to be called back for re-sampling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of samples exhibited clotting. Patients had to be called back for re-sampling. No adverse impact was reported regarding the patient or user.